Event description:
No intervention was needed. A few electrodes were moved around in her programs. The patient was very happy and has had no issues since.

Event description:
The patient experienced occasional shocking which was positional; never felt shocking when sitting. The impedance measurements with contacts 3/11 were greater than 10,000 ohms. Impedance measurements with programs 1(1+2+6+8+7+12), 2(12+13+14) and 3(0+5+6) were normal. The patient was going to keep a diary of when the shocking occurred. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: lead model 39565-30 lot# n181132002 implanted: (B)(6) 2009 explanted: na; extension model 3708140 lot# njb050229v implanted: (B)(6) 2009 explanted: na; extension model 3708140 lot# njb050228v implanted: (B)(6) 2009 explanted: na; recharger model 37752 lot# nka123102n; programmer model 37743 lot# nke122652n.